Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024, the user experienced a severe hypoglycemic event resulting in loss of consciousness and seizure. Emergency medical services (ems) transported the user to the hospital, where they were admitted and treated with two bags of dextrose. The user was diagnosed as a brittle type 3 diabetic. The user was discharged on (B)(6) 2024 and resumed using the ilet pump.